Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on january 2, 2019 involving a devilbiss oxygen concentrator in which the [?]"cooling fan not running and plastic inside distorted/melted with alarm fail." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that while the unit's cooling fan was operational during inspection, its performance had likely been intermittent due to a faulty fan wire harness connection, which had previously been corrected. The unit did register multiple high-temperature alarms, and the internal thermal cut-off would have operated to shut the unit down at the proper cut-off temperature. Devilbiss has an active CAPA for fan complaints.